Event description:
There have been multiple discrepant results between the meter and lab during a meter/lab comparison study using pt samples (with degree of error at >30%). No treatment was received.